Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when the patient had the last device put in, the doctor said the wires were all pulled out. The patient reported that she had noticed she didn't feel stim in her toes. The patient stated that when she was picked up was when the wires were pulled out. No further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# v024511, implanted: (B)(6) 2007. Product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.